Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right jugular vein due to deep vein thrombosis (dvt) patient is alleging device tilt, vena cava and organ perforation and unable to retrieve. Patient notes and further alleges " significant mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatments, and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort, and incurred financial or economic loss, including, but not limited to, obligations for medical expenses and other damages". Per the (B)(6) 2011 ivc filter placement: "there is patency of the cava with a lumen of approximately 22mm; therefore, a standard filter is okay to place. We exchanged for delivery sheath and placed a cook celect filter at the midinferior vena cava".

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2011. Patient alleges to have been injured without further explanation.